Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue in the air/water channel. Based on the results of the investigation, a definitive root cause could not be established for the customer reported foreign material stuck in the distal tip as it was not confirmed that there was a problem with the device. Additionally, the cause of the white residue in the air/water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported foreign material stuck in the distal tip during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.

Event description:
No additional information received from the customer.